Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, the cause of the reported leak cannot be determined. The reported off-label use is due to the user using mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a an off-label mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. The steerable guide catheter (sgc) was inserted in the patient. It was noted that there was no good seal on the valve on the end of sgc and a loss of fluid column was observed. The sgc was replaced to continue the procedure. One clip was implanted with no reported issue, reducing tr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.